Manufacturer narrative:
--

Event description:
Boston scientific received information that this non boston scientific sales representative called inquiring about lead specs and stated a lead extraction would be performed due to an infection.

Manufacturer narrative:
There is no further information available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
One week later, new information was received confirming all products were explanted due to infection.